Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found a slightly bent sample probe that had not been properly washed. He found salt on the reference electrode. He cleaned the electrode, adjusted the sample probe, and cleaned all the nozzles. He performed tests and checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 151 mmol/l. The patient's physician questioned the result and requested the sample be repeated. The sample was repeated on another module and the result was 139 mmol/l. The repeated result was believed to be correct.